Event description:
The distributor reported the teeth on the zipper are not aligning correctly on the right side panel; when the access window is zipped, the zipper opens up in places. This occurs with both zippers on the same window. The distributor did not specify the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue the zipper slider is bent open on panel side a pt access window which when zipped allows the teeth to separate. Note: instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length or each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or opening when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).